Manufacturer narrative:
Result: faulty main cpu board and head left siderail cable.

Event description:
It was reported by service report that all motors were not functioning. No pt involvement or adverse consequences were reported.